Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system nitroglycerin set leaked from the line. This was identified during patient infusion with an unspecified chemotherapy drug. The leak spilled onto the floor and intravenous (IV) pump. The nurse was exposed to the chemotherapy drug; however, the nurse washed their hand with soap and warm water. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.